Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer ceased insulin pump therapy because the blood glucose values were high and could not be lowered. It was reported that after using manual injections the customer was able to lower the blood glucose. It was also reported that the insulin pump alarmed motor error and no delivery. The insulin pump will be replaced. The customer's reported blood glucose value was 218 mg/dl. No further information was provided.